Event description:
Intraoperative testing conducted during a trial implant procedure in (B)(6) found invalid impedance measurements for one lead contact. Further troubleshooting isolated the issue to the lead extension. As such, a new lead extension was used to successfully complete the procedure. No further impedance issues were noted.

Manufacturer narrative:
The complaint of invalid impedance was confirmed. As received, microscopic inspection revealed broken wires in the header. As there was no breach of the outer tubing the broken wires were consistent with being subjected to an overstress condition. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.